Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received low battery alarm and multiple failed battery test alarms. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshoot. The customer states pump keeps shutting off, or saying that it's reached it's maximum battery, and when I change the battery it will shut off a few days later and also reported about failed battery test. The insulin pump will not be returned for analysis.